Event description:
During a followup visit on october 23rd, stenosis of suprahepatic vein was noted. The physician thinks that he burned the suprahepatic vein during the initial ablation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stenosis remains unknown.